Event description:
The user facility reported a 66-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed distal limb ischemia during impella support. A distal perfusion catheter was placed to return flow to the leg and support with the implanted pump continued. It was noted that the patient had known peripheral arterial disease leading up to the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. No product returned for investigation. The root cause of the limb ischemia - reversible issue was most likely patient condition related due to the patient's severe pad. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿